Event description:
It was reported that the patient received inappropriate shocks and several inappropriate antitachycardia pacing (atp). Patient received inappropriate therapy due to v>a from p waves falling into post-ventricular atrial blanking period (pvab). Also, there was morphology measuring 88% (<90% for far field morphology. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: previously reported explant date as dec 4, 2022, now updated to jan 30, 2023.